Event description:
It was reported that during preparation of this fiber for photoselective vaporization of the prostate, the physician noted it overheated and no energy was observed to exit the output window. Upon inspection, a small hole was observed in the fiber near a contact point with packaging. The fiber was not used and another fiber was used to complete the procedure without consequence. There were no patient complications reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this fiber was thoroughly analyzed. Analysis was unable to identify any signs of overheating; the glass cap exhibited no devitrification at the output window and the metal cap had no charred detritus adhered to the surface. A fiber body break was identified between the input connector and control knob. The fiber was tested with a helium-neon laser and the majority of output escaped from the fracture location; the reported hole in the fiber and absence of output were confirmed. The fiber body break was determined to be the likely result of excessive manipulation/rough technique applied to the fiber during setup. As a result, a probable cause of unintended use error was assigned to this investigation.